Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient had an unrelated MRI. The patient had stopped using therapy in 2010 because it had not helped them. The patient's lower back had been bothering them and one of the disc had blown out so they could not walk or stand since (B)(6) 2016. The family member reported that the health care professional (hcp) had ordered the implantable neurostimulator (ins) be removed and they were currently waiting to hear back from the surgeon. The family member asked if the patient would be able to have a lower back MRI if the ins was removed and the lead wires were still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.